Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes and wide intrinsic complexes. The device sensing vector was set to the alternate sensing vector at the time of the shocks. The high energy shock impedances ranged from 100 to 142 ohms. The doctor stated the patient has lost 35 pounds since last october. The system was programmed off, the patient got a lifevest, and the doctor is considering implanting a trans-venous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes and wide intrinsic complexes. The device sensing vector was set to the alternate sensing vector at the time of the shocks. The high energy shock impedances ranged from 100 to 142 ohms. The doctor stated the patient has lost 35 pounds since last (B)(6). The system was programmed off, the patient got a lifevest, and the doctor is considering implanting a trans-venous system. There were no additional adverse patient effects.